Event description:
It was reported that the patient presented in clinic for generator changeout procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited noise over-sensing . The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable before and after procedure.